Manufacturer narrative:
Additional information: h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the patient line of two (2) homechoice cassettes resulting in a leak. This event occurred during use of the devices for peritoneal dialysis (pd) therapy, during the first cycle. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.